Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment of an error code, the device was unable to boot up and an error code was observed. It was determined during analysis that the micro processor unit (mpu) was damaged by liquid. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was received into service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.